Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs review was performed and nothing relevant was found. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. No injury or medical intervention was reported.